Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a monthly maintenance on the sensor and pump head. The sample and reagent (r1) probes were also replaced and aligned. Siemens concludes that the cause of the event was attributed to a sample delivery issue by the sample probe. System is fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Three discordant, falsely depressed urinary/cerebrospinal fluid protein results were obtained on a dimension exl instrument. The initial results were reported to the physician (s) and were questioned. For one sample, a new sample was drawn and repeated on the same instrument once before and once after maintenance. The repeated results were reported, as the correct results, to the physician(s). For the other sample, the same sample was repeated on the same instrument once before and once after maintenance. The repeated result after the maintenance was considered discordant. The repeated result before maintenance was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed urinary/cerebrospinal fluid protein results.